Manufacturer narrative:
Exemption number e2019001. The single leaflet device attachment (slda) occurred with either cds0503 90111u123 or cds0503 90111u109. The exact one is unknown. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). Patient ID: (B)(6). It was reported that on (B)(6) 2018, a mitraclip procedure was performed. One mitraclip was implanted without a reported issue, reducing mr from grade 4+ (severe) to 1+ (mild). On (B)(6) 2019, the patient had been admitted for a second mitraclip procedure due to worsening mr from worsening heart failure. Per physician, the event was unrelated to the device and unrelated to the index mitraclip procedure. The clip remained stable and well seated with no tissue injury suspected and no device malfunction. On (B)(6) 2019, a second mitraclip procedure was performed for worsening mitral regurgitation (moderate to severe). Two mitraclips (9011u123, 90111u109) were successfully implanted, reducing mr to mild. At the end of the procedure, one of the clips detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It could not be determined which of the two clips detached. No further treatment was provided. On (B)(6) 2019, mr was moderate. The slda clip remained in place without any other device issue and no tissue injury observed. The two other clips remained stable and well seated. Reportedly, the increase in mr to moderate was due to pre-existing disease progression. The patient has pre-existing renal disease (unrelated to the device) and is unable to take the desired heart failure medications. No further treatment was provided. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for single leaflet device attachment (slda) could not be determined in this complaint. The unchanged mr was due to challenging patient anatomy. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design or labeling.